Manufacturer narrative:
This report is submitted on october 6, 2023.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to an extrusion of the receiver/stimulator. Additional information has been requested but has not been made available as of the date of this report.